Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the application software was not booting. Upon troubleshooting, the fse confirmed that the reported issue was likely caused by an application software crash. To resolve the reported issue, the fse reloaded the suite pc software and verified the system's operation. Following that, the system was returned to working condition.

Event description:
It has been reported to philips that the system did not boot to application. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.